Event description:
According to the info rec'd the reported complaint was that there was autoinflation and problems deflating device after reservoir capsule was broken. There was scar tissue noted around pump. The pump was repositioned and then the device worked. No components were removed.